Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Tubing was found leaking for an unknown time period. Patient was receiving IV fluid with dextrose, heparin, and electrolytes. Patient's accuchek found low from dextrose not being infused; bp was low from no extra volume. Patient required ns fluid bolus and dextrose.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have solder damage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.